Event description:
The reporter stated that they did meter to hcp meter comparison tests, five minutes apart. Rptr's meter read 226 mg/dl, and their doctor's meter (type unknown) was 386 mg/dl. Rptr did not have any symptoms. On followup, it was indicated that the rptr is applying a second sample on their test strip when testing. No harm was alleged.